Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 4 (usm4) had a collision and an error 23000 occurred. The customer recovered the fault but the error returned immediately. The technical service engineer (tse) had the customer power cycle the system but the error remained. The customer opted to complete laparoscopically. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no additional ports were placed for the procedure conversion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to in system logs, the 23000 error was found indicating pot overtravel limit on the usm 0x1 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where direction test was found to be failing on the 0x1 axis. The complaint regarding errors was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a fault of the yaw searchlight assembly within the affected usm.